Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. On (B)(6)2024, the patient¿s cgm was reading 250 mg/dl. The patient had a seizure that lasted approximately a minute. The patient¿s son called 911. Once emergency medical servcies (ems) arrived, the patient¿s bg meter reading was tested but she could not recall the specific value. Ems transported her to the emeregncy room. At the ER, the patient¿s bg meter reading was high mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with an IV insulin drip. Additionally, the ER staff removed the patient¿s dexcom device. After approximately 12 hours, the patient was discharged home. Before discharge, the patient¿s bg meter reading was down to 92 mg/dl. The patient was feeling better at the time of report. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.